Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical specialist that she received a call from cardio vascular surgeon and staff development specialist reporting that the patient was showing signs of pump thrombosis. Patient had been stable until this time. The nursing staff rolled the patient, and immediately saw a drastic change in pump parameters. The patient started receiving intermittent low flow alarms. Stat echo done and left ventricle could not be decompressed with 1000rpm increase and there was no flow seen through the pump, aortic valve was opening every beat (previously only intermittently) and the patient has palpable pulses. Hemodynamics are ok at this point w/cardiac index of 2.3. The patient began experiencing constant low flow alarm and rpms went to zero, then back to set speed of 8600rpms, but upon auscultation, the pump had "grinding" sound. Subsequently, the pump shut down spontaneously and it was decided to stop vad support and disconnect the driveline. During this time, the cardiovascular surgeon spoke w/ surgeon from another center, who had also never seen anything like this and suggested possible hypercoagulable state and to explant the pump and place intra-aortic balloon pump (iabp) for interim support. A hematology consult was requested and all hematology labs and hit panel were drawn prior to or. Ldh 864 & pf hgb 0.01, although the patient did have dark brown urine prior to or. The decision was made to proceed w/pump explant. Additional information received stated the patient was on maximum vasopressor support during the night and continues today. He is no (+) for c-diff. Bun and creatinine are elevated, abgs are acidotic, liver enzymes are high and inr 3.2. He has clotted of the intra-aortic balloon pump (iabp) several times. He will be having CT of the brain. Prior to pump explant the patient spiked a temperature of 39.5.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.